Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asauf001 showed no other similar product complaint(s) from this lot number.

Event description:
On 12/21/2016- per medwatch report, the facility reported, "jejunostomy feeding tube was being inserted through an existing gastrostomy tube via endoscopy. Patient had tumor burden at the gastric outlet and tube was difficult to place. The guidewire became tangled around the distal end of the tube. Attempts to withdraw the tube via endoscopy were unsuccessful. Patient transferred to interventional radiology for tube extraction. They successfully withdrew the tube and guidewire, but distal end of the tube,with the weight ,sheered off and remained lodged in the gastric outlet. Patient transferred back to gi lab and distal weighted tube end was removed by endoscopy".